Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer able to keep charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.